Event description:
It was reported that the device was received without information as to what the problem was. There were no reported adverse consequences for the patient. One device will be returning. No further information is available.

Manufacturer narrative:
(B)(4). (B)(4). The hand piece was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator was found in the instrument